Manufacturer narrative:
The technician replaced the siderails to repair the bed.

Event description:
Info received indicates the right head and left foot siderail welds are broken at the latch mechanism. The siderail will lock into position but do not remain latched.